Event description:
The customer reported that while the unit was in use on a pt, the unit failed to trigger on electrocardiogram waveform and the pressure waveform was not clearly visible. The pt was switched to another unit and therapy was continued. No pt injury reported.